Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump screen was very dim. The reporter claimed the display issue started a few weeks prior to contacting animas. The reporter stated she could only read the screen in a dark room and was unable to read the display when outside or in the house. There was no known trauma to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and faded display screen. A new test screen was inserted and the display screen illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.